Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was observed that there was a glue-like residue on the device catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: endoscopy associates of valley forg block h6: device code 2199 captures the reportable event of foreign material present on the device. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the over sheath. Microscope and media examination were performed, and it was confirmed under high magnification that there were some residues of the over-sheath at the distal side of the device. It is most likely that the user removed the over sheath during the preparation. Per this reason, the residues of the over-sheath kept in the device. It was also observed that the oversheath was accordioned and stuck in the catheter. No other issues with the device were noted. The reported event was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. Based on the evaluation of the returned device, the over sheath was removed before the procedure. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was observed that there was a glue-like residue on the device catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.